Event description:
It was reported that patient exhibited shortness of breath. The lead was not capturing and had high, variable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.